Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
This freedom ac power supply was not in patient use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom ac power supply had a "damaged plug." Visual inspection of the ac power supply's exterior components revealed a cracked connector, confirming the customer-reported issue. It is not known how the connector was damaged but it is consistent with the result of an impact shock. Despite the damaged connector, the ac power supply passed all functional testing. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom ac power supply was not in patient use. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom ac power supply was taken out of service because of the cracked connector.

Event description:
This freedom ac power supply was not in pt use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom ac power supply had a "damaged plug." This alleged failure mode poses a low risk to a pt because the issue was observed when the freedom ac power supply was not in pt use. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.